Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient was only able to get one of her leads to work. When the patient pressed the sync button it turned her stimulation off. It was noted that the patient was confident she pressed the sync button. The patient was only able to access the lead that controls her knee, and she could not access the second lead. It was reported that the patient had a 'pins and needles' sensation in her left foot. It was noted that the patient has to recharge her device more frequently. Further information was requested, but none was available at the time of this report.